Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was fractured approximately 21.0 cm from the hub and kinked in multiple locations. Conclusions: evaluation of the returned device confirmed it was fractured. This damage may have occurred due to forceful manipulation of the ace 68 at extreme angles during withdrawal from the packaging. Further evaluation revealed the ace 68 was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 68 reperfusion catheter (ace 68) broke in half upon removal from the packaging. The damage to the ace 68 was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new ace 68.